Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the clinical representative reported they were having stapler issues on universal surgical manipulator (usm) 4. The first stapler wouldn't recognize on arm 4 and the 2nd stapler clamped and fired, but then it wouldn't unclamp. The customer opened their 3rd stapler and moved it to usm 3. It was noted that the 3rd stapler was working on arm 3, they fired, clamped and unclamped successfully. Tse viewed system logs and saw a 282/22030 on stapler sn: (B)(6). Logs then show a 23065/22027/26008 grip release tool used before e-stop was pressed. Tse recommended customer RMA the 2 staplers they had an issue with. Customer proceeded with the case, however requested for the fse to checkout arm 4. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information regarding the reported event: the system functionality was checked upon powering on the system. The system initially powered on without errors. An additional robot port was placed for an unspecified reason although the procedure was completed robotically with all four arms. When the stapling issue occurred, the jaws of a stapler instrument were stuck on tissue. However, the jaws were successfully opened intraoperatively with the manual release. There was no adverse effect to tissue. Stapling was moved to a different universal surgical manipulator (usm) to continue. A review of the logs show that two sureform 45 straight tip stapler instruments on arm 4 experienced unclamping failures. The logs show error codes representing the unclamping drivetrain failure and subsequent force expiration of the instruments. The user tried to re-install the expired staplers, but as the staplers were expired, recognition failed. There was a code indicating that the grip release tool was detected on arm 4. Isi received a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have an error indicating a presence pin fault on the usm carriage, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the carriage was inspected, and no faults could be identified.

Event description:
Refer to h11 for follow-up information.